Event description:
A report was received that the patient was experiencing charging difficulty. An x-ray taken showed that the patient's ipg had flipped in the pocket. The physician revised the pocket site and corrected the orientation of the ipg. The patient is reportedly doing well.